Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Pt was admitted to the emergency room after experiencing one week of generalized weakness, especially in his lower extremities. When his device was interrogated, a high rv pacing threshold was noted. Should additional information be received, this file will be updated.